Manufacturer narrative:
The pump was received with intermittent button response and button error alarm due to corroded keypad traces. The pump passed unexpected restart test and no unexpected restart error alarm noted. The pump had missing segments due to cracked zebra connector on lcd. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of button error and unexpected restart alarm on their insulin pump. The customer's blood glucose at the time was 287mg/dl. The customer states the buttons were unresponsive. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.